Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the butt-end of item 221750041 broke off as a result of the surgeon impacting with a mallet. The complained item was discarded, and a replacement is required. There were no patient consequences. No further information is available. Please send replacement item directly to the customer: (B)(6). Thank you. Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summarythe instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.